Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose value was 28 mmol/l at the time of the incident. Customer stated that the insulin pump received insulin flow block alarm. It was unknown that if the insulin pump was in auto mode at the time of the incident. The customer was assisted with troubleshooting for insulin flow block alarm. The device will not be returned for analysis.